Event description:
Per tm - when on 3cm setting, a black bar appears at the bottom of the screen and the screen gets very blurry. Is only fixed by shutting machine completely down and restarting.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of when on 3cm setting, a black bar appears at the bottom of the screen and the screen gets very blurry, is unconfirmed. The scanner image is comparable to a test scanner. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(6) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(6) are: 1. Unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2019-01694) h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) are: unconfirmed as the failure could not be reproduced (reference: MDR number 3006260740-2019-01694).

Event description:
Per tm - when on 3cm setting, a black bar appears at the bottom of the screen and the screen gets very blurry. Is only fixed by shutting machine completely down and restarting.